Event description:
Clinic notes were received on 01/07/2016 and dated 10/06/2015. Notes dated 04/28/2015 state that the vns was interrogated and an error was identified. The generator was implanted on (B)(6) 2015. Notes state that the diagnostics were normal but also state that the pulse width was decreased due to lead impedance/low output readings. This is due to the high device settings and corresponding impedance value. The generator was not able to supply the programmed output current based on the impedance value. This does not indicate a device issue. Follow-up with the tc showed that the patient is now being referred due to high lead impedance. Surgery is likely but has not occurred to date.

Event description:
On (B)(6) 2016 it was reported that the patient was seen just prior to replacement for high impedance >10,000 ohms. The tc notes that pre-op the diagnostics showed 3636 ohms but since the high impedance message of >10,000 ohms was seen it was likely an intermittent break. The patient's replacement surgery has not occurred to date.